Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature battery depletion and the right atrial (ra) lead exhibited high thresholds. The ipg and ra lead were explanted and replaced. No patient complications have been reported as a result of this event.